Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, when aspirating the sheath, air kept drawing back through the valve. The physician put their thumb over the valve and air stopped flowing through and blood came back instead. The sheath was replaced and the issue resolved. The case was completed with cryo. No patient complications have been reported as a result of this event.